Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of separated tubing was confirmed. Visual examination of the sample showed that the tubing had broken off at the junction of the stress member. The root cause was determined to be excessive force applied to the tubing during product use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that the tubing of a large volume intermate had separated from the top of the device. This malfunction was observed after the device was filled, with an unknown hydroporphone, however it was prior to patient use. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has not been received for evaluation. A follow-up report will be filed if any additional relevant details become available.